Event description:
During baxters eval of a device a system error 322 was present. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. A system error 322 occurred during the eval. The upper and lower aux are known to be contributors to this error. The upper and lower aux were replaced.